Manufacturer narrative:
Arjo was notified about an event with involvement of carendo shower chair which, as per the customer, occurred in february or march this year (exact date unknown). It was reported that the resident's genitals got caught between the carendo and the toilet. According to the collected information this occurred because the new staff were not aware that the carendo was set too low for the toilet. The gap between the device and toilet was small enough to trap body parts before adjusting the height first. The resident sustained bruising to the genital area. The involved resident was non-verbal. The treatment applied was rest and pain killers. Arjo was notified about the event with a significant delay and did not evaluate the unit directly after the incident. The device was evaluated by the arjo representative on (B)(6) 2020 upon visit at the customer's facility. According to results of inspection, the unit was in a very good condition. No malfunction within the device was detected. The chair had an electrical malfunction found near to the period in which the event occurred, but it was not related to the incident. Carendo is to be used in accordance with safety instructions included in the instructions for use (IFU). The carendo must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the IFU guidelines. The carendo instructions for use include safety information related to the risk of entrapment reported in the investigated incident: ¿to avoid entrapment or pinching of genitals, make sure there is enough clearance during movement over the tub edge, toilet, bedpan or other furniture.¿ ¿to avoid entrapment or pinching of genitals and skin, always use the seat cushion.¿ based on the collected information this event could be a result of not following the instructions or insufficient training. In summary, the carendo shower chair was used, when the event occurred and therefore was involved in the incident. The device was evaluated by the arjo representative, but no malfunction was detected. This complaint was decided to be reported to the regulatory authorities in abundance of caution due to indication of the patient entrapment and an injury occurrence. Please note that 3 other incidents related to the same patient were reported under the following manufacturer report numbers: 3007420694-2020-00180, 3007420694-2020-00182, 3007420694-2020-00183.

Manufacturer narrative:
Arjo was notified about the event with a significant delay, and did not evaluate the unit directly after the event. The device was evaluated by the arjo representative on 2020-nov-24 upon visit at the customer's facility. According to results of inspection, the unit was in very good condition, but had an electrical fault (not related to the incident). No other malfunction within the device was detected. The investigation is on-going, and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of carendo shower chair, which as per the customer occurred in february or march this year (exact date unknown). It was reported that the resident's genitals got caught between the carendo and the toilet. According to the collected information this occurred because the staff were not aware that the carendo was set too low for the toilet. The gap between the device, and toilet was small enough to trap body parts before adjusting the height first. The resident sustained bruising to the genital area. The involved resident was non-verbal. The treatment applied was rest and pain killers.